Event description:
A 3.0 mm diameter x 9 mm length endeavor drug-eluting coronary stent was inserted into a patient for the treatment of an unknown lesion. Initial implant and lesion morphology information was not reported. Approximately 45 months post initial stent implant, the patient presented to the hospital with acute left anterior frontal infarct. The patient was released 48 hours later. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B)(4): evaluation results: stroke.